Event description:
A hospital in (B) (6) reported via a distributor that air leaks were detected in the water traps of 7 rt212 adult breathing circuits during use. This was noticed when the water inside the water trap was emptied out and the water trap bowl was reconnected. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: only the water trap of an rt212 adult breathing circuit was returned for investigation. It was pressure tested and submerged in a water bath to test for leaks. Results: the water trap of the breathing circuits consists of two parts where the lower part can be removed during use for draining water. A leak was found in the seal between the water trap bowl and the water trap top. A lot check revealed 3 other complaints of this nature for this lot number. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. (B) (4).